Event description:
It was reported that patients spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator leads lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept at the facility.

Manufacturer narrative:
Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075194, UDI:(B)(4).

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that patients spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator leads lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept at the facility.